Event description:
Boston scientific received information that a change out was completed. The implantable cardioverter defibrillator (ICD) had been programmed to right ventricle only. The reason for this rv programming was not known. However it had been heard that the left ventricular (lv) lead was not working and had dislodged. The most recent lv lead measurement was from 2009. It was suspected that the lv lead had exhibited high thresholds at that time. At the change out, this lv lead was surgically abandoned, another lv was not implanted and the patient received an implantable cardioverter defibrillator (ICD) instead of a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.